Event description:
Medtronic received information that post implant of this 29mm aortic bioprosthetic valve, on the same day the patient experienced unspecified heart rhythm changes, the following day the patient experienced painful breathing with dyspnea at rest, an electrocardiogram (EKG) was performed: sinus rhythm with atrioventricular (av) dissociation, and wide qrs rhythm with occasional premature ventricular complexes (pvcs) were noted. At the time the patient "denies pain, but with transfer pain increased from 0-10 ... Patient experienced increased pain with activity and demonstrates short shallow breathing due to pain... Patient is refusing narcotic pain meds." Medications were given, no surgical intervention or additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.